Manufacturer narrative:
Cine images were submitted for review. The following observations and impression were made by an edwards physician proctor. Angio: moderate ca+ in leaflets; no ca+ in stj. No ca+ in coronaries; coronary artery angiogram performed of left coronary; aortogram performed prior to bav; wire in lv unusual position; possible rosen wire; bav performed; first inflation shifting in aorta; no injection performed; tip of esheath is in abdominal aorta; co-axial alignment noted prior to valve deployment; pre-implant aortogram performed; valve does not appear fully deployed but adequate frame appearance; annular rupture noted below left main post implant aortogram; observations: bav injection was not performed; unable to confirm final valve measurement with bav; movement of calcium against aorta noted during valve implant; on cine, rupture was confirmed; pre-screening CT images would be needed to confirm correct valve sizing.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be confirmed; however, it appears that valve oversizing may have contributed to the events. As reported, the annular area measured on CT was 519mm2, which is more consistent with 26mm valve placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our south african affiliate, the patient died from a complication of an annular rupture during a transfemoral deployment of a sapien xt 29mm valve. During the procedure, rapid pacing was well maintained during balloon valvuloplasty (bav) and a good result was achieved. Attempts were made to reduce the bp for valve deployment; it was difficult to maintain the rapid pacing and to get a constant drop in pressure. The bp was medically treated to lower the pressure to an accepted level. The valve was well aligned in the annulus and the view was really good. There was mild paravalvular leak (pvl) but a decision was made not to post dilate due to the difficulties with pacing. Shortly after the deployment an annular rupture and pericardial effusion was noted by a tee. A pericardiocentesis was performed in attempt to drain the blood, continuous CPR was done until a sternotomy could be initiated and cpb was continuously performed. The annulus rupture was repaired surgically, the thv was removed and a surgical valve was implanted. The patient was taken to ICU; however expired in the afternoon post procedure. The native annulus diameter measured 25mm by tee and 25.7mm with an area of 519mm2 by CT. The native annulus and leaflets were moderately calcified. The sinotubular junction (stj) diameter was 28mm x 31mm and the sinus of valsalva (sov) diameter was 37mm x 19mm. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. Ventilation was held; however, as reported, there was loss of pacing capture during valve deployment.